Event description:
It was reported that the user continued to experience alert 38 indicating a motor stall during pump operation, and during troubleshooting the agent collected lot numbers for infusion sets, connectors, and cartridges and conducted a dry run that successfully delivered 165 units without error; replacement supplies were arranged due to suspicion of a supply-related issue. Symptoms included device alarms without reported adverse clinical effects. Outcomes included no injury, no hospitalization, and restoration of function during the dry run. Investigation included customer interview, device-use review, and in-field functional testing via a dry run, along with collection of supply lot information. Investigation of this case revealed that the pump mechanism functioned as designed during testing and that the probable issue involved the current boxes of disposable supplies, consistent with a supply compatibility or integrity concern rather than an internal pump component failure. It was concluded, based on previously established findings for similar reports, that the cause was attributed to use error or supply-related factors outside the device, with no confirmed device malfunction.

Manufacturer narrative:
Initial.